Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was also reported that the patient had an increase in thresholds since implant.

Event description:
It was reported that the lead exhibited a sensing anomaly. The lead was capped and replaced.

Manufacturer narrative:
(B) (4)